Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a customer reported a low reading issue. The customer received a reading of 46 mg/dl from the adc device and suspected it was incorrect as "there were no hints such as shaking hands, or sweating" and obtained a capillary result of 121 mg/dl from a competitor brand meter. There was no report of adverse event or third-party intervention due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.